Event description:
Revision surgery- patient had a vascular necrosis (death of bone tissue due to lack of blood supply). The reason for the revision was not implant related. The patient had a hole in her acetabulum and when the initial implants were implanted, the surgeon thought the surgery would work out. The patient was known to have been on steroids for other medical conditions which may have led to the condition. During the revision surgery, they reconstructed the acetabulum and used a cage.

Manufacturer narrative:
The root cause of the revision surgery was identified as a vascular necrosis and needed to be revised after 4.9 months of patient use. There was no information reported that showed a material, design or manufacturing problem with the product. The device was not returned to djo surgical for examination. A review of the device history showed no non-conforming material reports associated with this product. There are no indications of a product or process issue affecting implant safety or effectiveness. The root cause was most likely due to the patient's poor bone quality.